Event description:
On (B)(6) 2010, patient reported he noticed there was liquid in the cartridge chamber. Patient reported he does not know how much insulin was in the infusion device. He stated it would be impossible for him to know how many units are in the cartridge chamber. Patient reported he can see the insulin near the cartridge. Patient reported if he was going to guess, there are around 15-20 units of insulin inside the chamber. Patient reported he removed the cartridge prior to the call and the insulin was still there. Advised patient to switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.